Manufacturer narrative:
Device has been returned to medtronic and evaluation is currently in progress.

Event description:
It was reported that the tip of the driver was shattered. Although the instrument was used in surgery, no patient complications were reported.